Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2016, it was reported that there was a keypad button response issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08/25/2016. The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings. During investigation, the keypad was found to be intact and all the keys were responsive. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and there was no evidence of internal moisture found. The keypad latch was found to be fully closed. There was no damage to the keypad flex observed. The original complaint was unable to be duplicated.